Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed a cs 178 low cartridge warning on (B)(6) 2015 and cs 144 replace cartridge alarm on (B)(6) 2015; both occurred due to normal cartridge use. During testing, a 100u cartridge was correctly loaded into the pump with no issues. A replace cartridge alarm and a low cartridge warning were reproduced for the investigation and the pump emitted the appropriate sound and displayed the correct message on the screen. The correct units remaining was verified with each alert. The force sensor calibration was found to be within specification. The pump cover was removed and the force sensor pins were found to be seated properly and the solder connections intact. There was no evidence of contamination or damage to the force sensor traces. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump emitted an empty cartridge alarm after replacing the cartridge. The cartridge had been filled to 2.0.ml. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.